Event description:
It was reported that the distal third of the pt's ureter was torn when a ureteral balloon dilator medical device ruptured while being inflated inside the ureter. The laceration caused flouroscopy contrast to contaminate the abdominal cavity. Prolonged stent placement was required to prevent ureteral scar stricture. The device was not returned for eval.